Event description:
Löwenstein medical technology has received information about a potential incident in which this device failed during therapy. It is reported that no one has been harmed. There is currently no further information about this incident. We are gathering further information about this potential incident.

Event description:
In this case, lowenstein medical technology received the device listed here for repair due to a problem and initiated an investigation into the incident. The manufacturer's enquiries about the incident reported that this device stopped therapy on (B)(6) 2025 at patient's home. The user reported that therapy could not be started when changing devices. Two error codes were displayed. The manufacturer has not received any information about any harm from patients, users or third parties.